Event description:
The customer reported via phone call experiencing high blood glucose levels due to having eaten food. The customer's blood glucose was 400 mg/dl. The customer noted that the insulin pump had alarmed low transmitter and lost sensor alarm as well. Upon troubleshooting the customer was able to establish radiofrequency communication. He was advised to call back if the issue recurred.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.